Event description:
Healthcare professional reported, when the implant was opened. It was observed, to have a leak. The device was not implanted. And it is unknown, if surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.